Event description:
Patient had surgery to remove a port-a-catheter right subclavian vein. Upon removal, the surgeon noted that the catheter was not full-length, and the port was probably fractured prior to surgery. The remaining portion was retrieved through angiography. Cause of broken catheter is unknown.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.